Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The customer stated that she was found unconscious prior to the hospitalization. The customer stated that she gave herself insulin prior to the event, but she doesn't remember why. The customer needed assistance with the basal rate programming. Assisted the customer and advised to monitor and call back as needed. Nothing further was reported.